Event description:
It was reported that during follow up it was noted that this right atrial (ra) lead dislodged. Thus the patient was readmitted to the electrophysiology laboratory to reposition this lead. Upon review of the lead it was noted that the helix did not extend. It was thus decided to implant a new lead and the procedure was carried out with no complications. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.